Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). A follow up/ final report will be submitted once investigation is completeg2: foreign country - south africa.if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the dermatome was not cutting properly. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.due diligence is in progress, and no additional information is available till date.

Event description:
It was reported that the dermatome was not cutting properly. The handpiece is not switching on anymore. There was no harm or delay reported. No adverse events were reported as a result of this malfunction. No information was provided on timing. Diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.